Event description:
The customer contacted beckman coulter, inc. (Bci) to report "no value" results for creatine kinase - mb (ck-mb) for four (4) patient samples assayed using access ck-mb reagent on a unicel dxi 800 access immunoassay system. The patient results were not reported out of the laboratory. There was no impact to patient treatment. The customer reported that ind flags were obtained for four (4) patient samples which yielded "no value" results. Bci advised the customer to recalibrate the ck-mb assay (a new lot of ck-mb calibrators was used for the recalibration). The customer re-assayed the four (4) patient samples and obtained valid results which were within the laboratory's reference range. A definitive root cause has not yet been determined for this event.

Manufacturer narrative:
No value results generated. A definitive root cause has not yet been determined for this event.